Event description:
Post operative data of a pt treated with the wavescan revealed an over correction of +2.00 diopter in the right eye at one month following treatment. Pt's best corrected visual acuity is 20/20.

Manufacturer narrative:
The wavescan equipment was tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device.